Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/23/2015 and found that the secondary probe was leaking during the backwash cycle due to the rear of the rinse block (rb1) extension getting caught on a wire. The fse wrapped the wire up (to shorten it) to correct the issue and resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported a bloody fluid leak of approximately 5ml from the probe on a coulter lh 500 hematology analyzer in manual mode operation. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.